Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: "possible rupture".

Event description:
Patient reported left side "pain, swelling, possible rupture, and removal of textured breast implant due to the patient¿s concern with the product". Patient also reported being "19 years old when implanted" and that it was "for cosmetic reasons only". Device remains implanted.